Event description:
It was reported that device failed to capture/retrieve. A transcatheter aortic valve replacement procedure was being performed with use of a sentinel cerebral protection system (cps) for embolic protection. The sentinel cps was prepared without issue, inserted and advanced to the intended location. The distal filter was deployed and, in an attempt to recapture for repositioning, the distal filter would not pull back into the sheath and appeared stuck. After multiple attempts to recapture the distal filter, the physician removed the sentinel cps from the patient. A second sentinel cps was used successfully to complete the procedure. There were no patient complications.